Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 12mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a hemicolectomy the valve was damaged. The trocar balloon appeared intact. The insufflation valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked insufflation valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a crack in the insufflation valve. The reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user noticed the air inlet part of the device was cracked. The issue was observed prior to use on the patient, and the device was not used for the procedure. The procedure was completed with another device. There was no reported injury or adverse event. Additional information has been requested but not yet received.